Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved, the abdominal pain, back pain, allergy to metals, menorrhagia, metrorrhagia, female sexual dysfunction, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, nausea and migraine outcome was unknown and the dysmenorrhoea, dyspareunia and tooth disorder was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for allergy nickel,bladder/urinary problems uti. Discrepancy noted in essure insertion date - (B)(6) 2011. Discrepancy noted in essure removal date -(B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn, uterine bleeding and chronic cervicitis. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy and cystoscopy). Essure was removed on 3-jun-2016. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved, the abdominal pain, back pain, allergy to metals, menorrhagia, metrorrhagia, female sexual dysfunction, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, nausea and migraine outcome was unknown and the dysmenorrhoea, dyspareunia and tooth disorder was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for allergy nickel,bladder/urinary problems uti. Discrepancy noted in essure insertion date - (B)(6) 2011 and (B)(6) 2011.,essure procedure in 2012 as per mr discrepancy noted in essure removal date - (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: this appears to be type I tubal occlusion on the right side and a type ii tubal occlusion on the left side. Ultrasound scan vagina - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2021: mr received: reporter, medical history and lab test added. Imrdf/FDA codes error. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), female sexual dysfunction ("apareunia"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, metrorrhagia, allergy to metals, psychological trauma, urinary tract infection, alopecia, tooth disorder, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder and urinary tract infection to be related to essure. The reporter commented: patient received treatment for allergy nickel,bladder/urinary problems uti. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replaced with new event. New events added: pelvic pain, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),general abnormal bleeding, nickel allergy, psych injury, uti, hair loss, dental problems, hormonal changes, headaches, nausea. Reporter information were updated, lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included heartburn. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse )"), allergy to metals ("nickel allergy"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metorhagia (bleeding b/w periods)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage and genital haemorrhage had resolved, the abdominal pain, back pain, allergy to metals, menorrhagia, metrorrhagia, female sexual dysfunction, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, headache, nausea and migraine outcome was unknown and the dysmenorrhoea, dyspareunia and tooth disorder was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for allergy nickel,bladder/urinary problems uti. Discrepancy noted in essure insertion date - (B)(6) 2011 and (B)(6) 2011. Discrepancy noted in essure removal date - (B)(6) 2016 and (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product information details updated. Other relevant history and lab data updated. Events: abnormal bleeding (vaginal), migraines were newly added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.